Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no information has been provided regarding the condition of the device. Device was not returned for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process. Subsequent attempts to get additional information regarding the condition of the device or return of the device for evaluation were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted for approximately five (5) years, was explanted due to severe aortic stenosis. Through follow up with the health care provider, the operative report provided the following information: "we then opened the aorta and with great difficulty excised the old prosthesis, as it was quite adherent to the aortic wall. Once the prosthesis was removed, a great deal of attention was spent on debriding the annulus and removing all the subannular pledgets." There is no additional information in the patient file regarding the condition of this device.

Manufacturer narrative:
Additional manufacturer narrative: this case involves a (B)(6) female who underwent urgent emergent re-do avr, mitral valve repair, intra-aortic balloon pump placement and intra-operative cardiac massage. Pre-operatively this patient, very critically ill, was in acute heart failure with severe aortic stenosis, severe left ventricular (lv) hypertrophy, severe mitral regurgitation, pulmonary hypertension, right ventricular (rv) hypertrophy, right ventricular distention and pre-bypass cardiogenic shock. As noted in the medical records provided, the surgeon encountered severe, dense adhesions upon accessing the heart. It took 2 hours to dissect the adhesions free. Excision of the old prosthesis was difficult. The device was replaced with a non-ew valve of the same size. The patient initially weaned off bypass with excellent lv function which continued to be excellent. However, the rv function gradually deteriorated. Then, because of decreased filling of lv/decreased rv function. Iabp was placed and they planned a rvad or alternative treatment. Cardiac massage was performed to the right ventricle and weaned off of cpb. She then transferred to cvicu in critical condition with chest open. Unfortunately, the device was not available for return and evaluation. No information has been provided to describe the condition of the device at explant. Without this information, we are unable to confirm the clinical assessment. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. Corrected data: expiration date has been updated. Device manufacture date has been updated.